Manufacturer narrative:
MDR 3003442380-2024-04287 - device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that ten infusion sets cannula were bent. The event dates were between (B)(6) 2024. Patient's blood glucose level was between 200-401 mg/dl. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.